Event description:
It was reported that when the patient presented in clinic due to the device having reached eri, fluoroscopy revealed externalized conductors on the right ventricular lead. The lead exhibited no electrical anomalies. The lead was capped and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
(B)(4).